Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's interface board was replaced to address the issue.

Manufacturer narrative:
Previously reported: a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's interface board was replaced to address the issue. New information: the interface pca was returned to the philips investigation lab (pil) for further evaluation and the failed test step could not be duplicated. The pil could not confirm any issues related to the nurse call connector on the suspected interface pca. The suspected interface pca passed nurse call test at the trilogy post test station. The technician verified that the interface pca works as designed. The interface pca was scrapped. Box h coding was updated for the outcome of the investigation.